Event description:
Caller alleged discrepant results. Results as follows: inr provided by the customer: date: (B)(6) 2009; meter-inr: 4.8. Date: (B)(6) 2009; meter-inr: 5.8. Target range 3.0-3.5. Historically, readings have been 2.5-3.0. Per caller, no change in health status. Using same strip lot.

Manufacturer narrative:
Inr provided by the customer: date: date: (B)(6) 2009; meter-inr: 4.8. Date: (B)(6) 2009; meter-inr: 5.8. Tests were done more than three hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Summary: end-user reported discrepant test data from two days. It is not qualified as discrepant test data for pt's tests done from different days. Meter (inratio-I (B)(4)) was returned. Meter functional test was done and testings results met testing criteria. Discrepant test record was reviewed ((B)(6) 2009 (B)(4) retain strips (B)(4) results 1.5/1.3/1.8) in precision respective. Product deficiency was not established. Further testing is not required at this time. There is no sufficient info to determine the root cause of end-user's discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. Hence, no further investigation required. (B)(6) 2009: received 1 inratio meter (B)(4).